Event description:
It was reported the patient had not charged the ipg for over 30 days and has not been able to charge in over 3 months. The charger is unable to communicate with the ipg and the programmer displayed a communication error. The ipg was explanted and replaced. The patient's therapy was restored.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.